Event description:
Subsequent to the initial MDR report a medsun mandatory and voluntary report # (B)(4) states: the patient required additional measures performed to retrieve the failed clip and then complete the mitral valve repair, which resulted in prolonged anesthesia, fluoro time, and procedure length. When we were to deploy the clip, we noticed that the clip that was closed opened spontaneously for unclear reasons. Multiple attempts were performed to reclose the clips, but these efforts were unsuccessful. After spending at least forty-five minutes doing various maneuvers, it was decided to send the patient to surgery. Another provider was consulted and was kind to come to the cath lab for evaluation form CT standpoint. An additional provider was consulted to help with the potential surgical means of removing the clip. The clip was released, but the clip and gripper lines were not released. After placing a wire in the left atrium, the mitraclip moved back spontaneously. Once the device was in the ivc, we were able to snare the device into the guide using a ensare. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number. Device available for evaluation. Attachment: medsun mandatory and voluntary report # (B)(4). Evaluation summary: the device was returned and investigated. The reported steerable guide catheter (sgc) leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Atrial septal defect is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated, a definitive cause for the reported leak could not be determined. A definitive cause for the patient effect of atrial perforation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Outcomes to adverse event correction: required intervention box checked.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The cds is filed under a separate medwatch report number.

Event description:
This is filed to report the steerable guide catheter leak and atrial septal defect. This was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed successfully, however the patient experienced hypotension and medication was given. It was noted that the clip had opened to 180 degrees and would not close further. The clip was inverted and was retracted into the left atrium for troubleshooting. The clip closed to only 190 degrees and did not fully close or invert. The decision was made to release the clip from the cds without grasping or removing the gripper and lock lines. The clip was deployed from the system and the cds was removed; however, the lock line came out with the cds. The gripper line was secured with a needle driver. A snare was advanced to remove the clip. There was a bubble in the back of the hemostasis valve; therefore, a sheath was inserted on the back of the hemostasis valve to maintain fluid column. No additional aspiration was required. During the wire exchange, the clip closed to 60 degrees. The clip was snared and removed successfully. After removal of the steerable guide catheter (sgc), a left to right shunt was noted. No treatment was performed. Two clips were implanted without further issue reducing mr from 4 to 1-2. The patient is stable. No additional information was provided.